Event description:
It was reported that before using bd¿ universal viral transport kit, 3 ml, flocked flexible minitip a swab was found with mold growing inside. The following information was provided by the initial reporter: reported swab found with mold growing inside. Still fully wrapped.

Manufacturer narrative:
D1: medical device brand name: bd¿ universal viral transport kit, 3 ml, flocked flexible minitip. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd¿ universal viral transport kit, 3 ml, flocked flexible minitip a swab was found with mold growing inside. The following information was provided by the initial reporter: reported swab found with mold growing inside. Still fully wrapped.

Manufacturer narrative:
H.6 investigation summary event description: " reported mold contamination." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: an inspection of the photo did show the noted defect. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, the photo showed the defect. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. No complaint trend exists. Investigation conclusion: based on the evaluation of the investigation, the complaint was confirmed on the photo. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. This is an isolated incident. Bd will continue to monitor for trending. H3 other text : see h.10.